Manufacturer narrative:
The power cable was returned to the manufacturer for analysis. Analysis found that the cable passed a continuity test with no opens or shorts detected. No problem found.. Analysis found no problem with the power cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that if the power cable was touched when connected to the wall outlet, the system "clicked" and switched to backup battery. If the cable was wiggled, it would go back to wall power. If not, the system shut down. There was no patient present when this issue was identified. The battery had previously been replaced under a different case and no fault was found during testing.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that if the power cable was touched when connected to the wall outlet, the system "clicked" and switched to backup battery. If the cable was wiggled, it would go back to wall power. If not, the system shut down. There was no patient present when this issue was identified. The battery had previously been replaced and no fault was found during testing.